Event description:
Rptr complains of arthritis symptoms in shoulders, hands, feet, elbows and ankles, joint swelling, pain and stiffness in toes, hands and elbows, fingers and hands swell with numbness and tingling in right hand, breast tenderness and aching, depression, sleeping problems, memory problems, fatigue, chest pain, swollen glands in neck, incorrect size of implants, visible implant wrinkles, one breast is hard and one scar is larger, muscle pain mostly in shoulders, severe left leg, and shoulder pain.